Manufacturer narrative:
An initial review of all relevant procedures, specification, and processing records indicated the device was manufactured accordingly with no deviations or anomalies that would have impacted the quality of the device. The device is terminally sterilized.

Event description:
On (B)(4) 2013, allosource was notified of a potential adverse event in the form of a complaint. As stated in the complaint, "three weeks after surgery, pt returned for follow-up appointment with abnormal swelling noted at surgical site. The site was opened; puss and dbm were expressed." Questionnaire detailed the date of implantation of (B)(6) 2013, to repair right ulna shaft fracture. Physician stated the pt is (B)(6) and believes that "the allograft did not contribute to this pt's infection. She has multiple reasons to be at increased risk for infection." Allograft was removed and cultured. The results were negative for growth.